Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30aug2019. Field service engineer (fse) confirmed nav-ring failure and found a cracked top cover. Fse replaced bezel and replaced cracked enclosure. Unit passed required performance verification tests per philips standards and was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator unit's navigation ring (nav-ring) had failed. It is unknown if he device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user reported.